Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure of the implantable cardiac monitor, the device came out of the incision site slightly and the physician pushed it back in and used a skin adhesive for closure. Three weeks after the procedure the patient reported the device had "fell out." The patient was evaluated by the physician and the device remains out of service. No patient complications have been reported as a result of this event.